Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, mildly tortuous and 90% stenosed anatomy resulted in the reported material rupture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed lesion, in the right coronary artery. The 2.25x20mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation and during the third inflation, the balloon ruptured, possibly due to the calcification. The bdc was removed without issue and the procedure was successfully completed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.